Event description:
In 2009, pt reported ongoing hyperglycemia and e4 (occlusions.) Pt stated her blood glucose is still elevated. Pt reported a blood glucose reading of 367 mg/dl and stated it dropped to 71 mg/dl and 38 mg/dl after correcting with insulin injections. She stated she was able to treat her hypoglycemia by drinking soda and eating a candy bar. Pt reported e4 (occlusions) have occurred when priming and while in use. Advised to speak with physician regarding her concerns. Verified occlusion was rec'd (per alarm history) at 3:08 pm. Had pt attempt to prime through infusion tubing and infusion device occluded. Had pt remove infusion tubing and prime through the infusion adapter. Pt reported this was successful. Verified headset was not attached to infusion tubing. Pt stated she replaced the infusion tubing and successfully primed it. Pt reported she placed infusion device in run mode and bolused 4 units of insulin through the infusion tubing. She stated this was also successful. Reviewed causes of occlusions. Advised only accessory that has not been changed is the cartridge. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval. On call back five days later, pt reported she had not experienced any further occlusions or hyperglycemia.